Event description:
It was reported that the patient's right ventricular lead had triggered a patient alert for noise, oversensing and high impedance. A lead fracture was suspected. There was no stimulation of the lead possible the day of the revision. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for right ventricular pacing impedance of 2528 ohms on (B)(6) 2012 was found. The daily pacing lead impedance log data shows a spike increase for ventricular pacing of 504 to 2528 ohms peak between (B)(6) 2012, then returning to 496 ohms on (B)(6) 2012. It was noted ventricular non-sustained tachycardia less than or equal to 190 ms between (B)(6) 2012 there was ventricular short interval count (v-sic) of 84.6 counts average per day, in 1.57 days, between (B)(6) 2012.